Event description:
It was reported that the ilet pump generated alert 38 indicating a motor stall, the alert persisted after restart attempts, the patient¿s blood glucose meter displayed high, a dry run was successful, and the patient had been using the same infusion supplies for three days; replacement supplies were shipped and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, and the event was characterized as failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.